Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown quantity of wafers from an unknown quantity of market units and lots as reported by the end user. It was reported that several wafers from several market units had an off-centered starter hole. The end user stated that when she received her order, she coupled the pouches immediately to the wafers and stored them out of the boxes. The boxes were thrown away. Reportedly, not all wafers were off centered. The end user did not have time now to count and disposed off the off-centered wafers. No photo is available at this time.